Event description:
The tracheostomy tube, in the intubated pt, deflated when he was turned on his side due to his large body mass. Attempts to reinflate the balloon were unsuccessful. The tube was removed and a new one put in. Inspection of previous tube found a hole in balloon.